Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient experienced red heart alarms associated with low speed operation and pump off events. The patient reportedly felt dizzy during the event but was able to exchange the system controller. The hospital suspected the event may have been related to the patient allowing the batteries to run down to low battery power.

Manufacturer narrative:
The batteries remain in clinical use with the patient and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.